Manufacturer narrative:
Evaluation. Evaluation for device 1 of 2. (Refer to MFR's report number 1627487-2010-01374 for the evaluation of device 2). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Upon analysis, the ipg passed all functional tests. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 (refer to MFR's report number 1627487-2010-01374 for device 2). On (B) (6) 2006, the pt was implanted with a scs sys. The pt experienced painful stimulation at the lead site and the doctor decided to replace the entire system. System was explanted on (B) (6) 2010. Pt was reimplanted with a new system and is now receiving very good stimulation.